Event description:
Customer reported he was hospitalized. Customer sated he believes the insulin pump was not delivering insulin. Blood glucose value was 502 mg/dl; customer treated with insulin pens. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did not exit the tubing at manual prime. Time, date, basal rates and bolus wizard are set up correctly. Bolus history is accurate. Unexpected restart, external ram error and displayable history failed alarms found in the alarm history on (B)(6). Insulin pump passed the high pressure test. Last blood glucose value is 153 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was programmed and monitored for four days with no error alarm or blank display noted during testing. However, multiple alarms were noted in the history due to a corrupted history file. The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, reset error test and self test. All boluses delivered and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly was noted. The insulin pump had a small crack on the display window and a cracked case at a display window corner.